Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
While trialing, the tight implants caused the instruments to become damaged. Update (B)(6) 2017- three follow-ups have been sent to clarify how the instruments were damaged. To date,no response has been received. At this time the product is being treated as if it broke due to the fact that the der states all pieces were removed. If review of the returned product indicates a different failure mode, the complaint will be updated at that time.

Manufacturer narrative:
Examination of the returned device confirms the reported event of trial damage/breakage. Hhe/qrb (quality review board) (B)(4) recommended a device correction which was initiated on (B)(6) 2015. (B)(4) determined the likely root cause to be related to misuse, and requires mandatory sales training on proper use and application of the device by depuy sales consultants. (B)(4) will also monitor the mandatory field training. The need for further corrective action was not indicated. Continue to monitor per post market surveillance sep-(B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.